Manufacturer narrative:
(B)(6). On (B)(6) 2016 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit has no lights. The notes state the control panel mount was broken and was causing the pc board drop down and no light showing.